Event description:
It was reported that during an unknown procedure, the device could not be fired completely. Changed another one to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The customer called for help with his contour ts meter. He performed control tests and received a result of 221 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The customer used the last of his sample strips while troubleshooting, so no product will be returned.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal six drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.